Manufacturer narrative:
This case was initially received via regulatory authority FDA (reference number: FDA-2015-n-2781-0468) on (B)(6)2015. The most recent information was received on (B)(6)2017. This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal, heavy bleeding"), urinary tract infection ("urinary tract infections") and ovarian vein thrombosis ("right ovary which had become infected due to thrombosis and multiple adhesions") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3. In (B)(6)2014, the patient had essure inserted. In (B)(6)2014, the patient experienced malaise ("I was violently ill for a day and hatf after the procedure") and weight increased ("gained 50 pounds since lmplantation/ weight gain"). In 2014, the patient experienced menorrhagia ("periods became so heavy looked like I was hemorrhaging"), pain ("mistery pains"), abdominal pain ("abdominal pain"), headache ("headaches"), galactorrhoea ("started lactating, producing milk for no reason, even became engorged"), arthralgia ("joint pain") and inflammation ("chronic inflammation"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), urinary tract infection (seriousness criterion medically significant), ovarian vein thrombosis (seriousness criterion medically significant), abdominal distension ("severe abdominal bloating/bloating"), hypoaesthesia ("extremities "fall asleep""), alopecia ("hair loss"), swelling ("feeling ot being swollen"), sinus disorder ("chronic sinus issues"), breast pain ("achy/pressing/dull pain in breasts"), unevaluable event ("twingy nerves"), muscle spasms ("leg cramps"), formication ("feel like my skin is crawling"), vaginal discharge ("excessive discharge"), depression ("depression/depressed") with feeling abnormal and fatigue, ovarian cyst ("ovarian cysts/cystic ovaries") with hirsutism, menstruation irregular and ovulation pain, abdominal pain lower ("cramping"), back pain ("back pain"), endometriosis ("endometriosis"), anxiety ("anxious"), ovarian adhesion ("right ovary which had become infected due to thrombosis and multiple adhesions") and breast engorgement ("started lactating, producing milk for no reason, even became engorged"). The patient was treated with surgery (she underwent a hysterectomy with removal of the essure device), surgery (she underwent removal of right ovary) and surgery (she underwent removal of right ovary). Essure was removed in (B)(6)2015. At the time of the report, the genital haemorrhage, ovarian vein thrombosis, malaise, abdominal pain lower, back pain, endometriosis, anxiety, ovarian adhesion and breast engorgement outcome was unknown and the urinary tract infection, menorrhagia, pain, weight increased, abdominal pain, headache, galactorrhoea, arthralgia, inflammation, abdominal distension, hypoaesthesia, alopecia, swelling, sinus disorder, breast pain, unevaluable event, muscle spasms, formication, vaginal discharge, depression and ovarian cyst had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, back pain, breast engorgement, breast pain, depression, endometriosis, formication, galactorrhoea, genital haemorrhage, headache, hypoaesthesia, inflammation, malaise, menorrhagia, muscle spasms, ovarian adhesion, ovarian cyst, ovarian vein thrombosis, pain, sinus disorder, swelling, unevaluable event, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: she sought treatment on multiple occasions for symptoms of abnormal, heavy bleeding, cramping, back pain, hair loss, bloating, weight gain, endometriosis, and cystic ovaries, among other symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed proper placement mammogram - on an unknown date: normal nuclear magnetic resonance imaging - on an unknown date: normal ultrasound breast - on an unknown date: normal on an unspecified date, extensive blood work revealed normal results. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2018: new event added: producing milk for no reason, even became engorged incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal, heavy bleeding"), urinary tract infection ("urinary tract infections"), ovarian vein thrombosis ("right ovary which had become infected due to thrombosis and multiple adhesions") and cholecystectomy ("gallbladder removal") in an adult female patient who had essure (batch no. B40017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3 and obesity. On(B)(6)2014, the patient had essure inserted. In march 2014, the patient experienced malaise ("I was violently ill for a day and hatf after the procedure") and was found to have weight increased ("gained 50 pounds since lmplantation/ weight gain"). In april 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("periods became so heavy looked like I was hemorrhaging / abnormal menses (menorrhagia)"), headache ("headaches"), alopecia ("hair loss"), vaginal discharge ("excessive discharge"), depression ("depression/depressed") with feeling abnormal and fatigue, anxiety ("anxious"), mood swings ("severe mood swing"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), kidney infection ("kidney infection"), migraine ("migraines"), tachycardia ("tachycardia"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), gastrooesophageal reflux disease ("gerd / reflux") and endometriosis ("endometriosis"), was found to have antinuclear antibody positive ("autoimmune disorder (type of disorder: positive ana)") and underwent cholecystectomy (seriousness criterion medically significant). In 2014, the patient experienced pain ("mistery pains / debilitating sharp pain"), abdominal pain ("abdominal pain"), galactorrhoea ("started lactating, producing milk for no reason, even became engorged"), arthralgia ("joint pain") and inflammation ("chronic inflammation"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), urinary tract infection (seriousness criterion medically significant), ovarian vein thrombosis (seriousness criterion medically significant), abdominal distension ("severe abdominal bloating/bloating"), hypoaesthesia ("extremities "fall asleep""), swelling ("feeling ot being swollen"), sinus disorder ("chronic sinus issues"), breast pain ("achy/pressing/dull pain in breasts"), unevaluable event ("twingy nerves"), muscle spasms ("leg cramps"), formication ("feel like my skin is crawling"), ovarian cyst ("ovarian cysts/cystic ovaries") with hirsutism, menstruation irregular and ovulation pain, abdominal pain lower ("cramping"), back pain ("back pain"), ovarian adhesion ("right ovary which had become infected due to thrombosis and multiple adhesions"), breast engorgement ("started lactating, producing milk for no reason, even became engorged"), adenomyosis ("adenomyosis"), polycystic ovaries ("pcos") and flank pain ("left flank pain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy, she underwent a hysterectomy with removal of the essure device and she underwent removal of right ovary). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, genital haemorrhage, ovarian vein thrombosis, malaise, abdominal pain lower, back pain, anxiety, ovarian adhesion, breast engorgement, mood swings, vaginal haemorrhage, kidney infection, antinuclear antibody positive, migraine, tachycardia, nausea, gastrooesophageal reflux disease, endometriosis, adenomyosis, polycystic ovaries and cholecystectomy outcome was unknown, the urinary tract infection, menorrhagia, pain, weight increased, abdominal pain, headache, galactorrhoea, arthralgia, inflammation, abdominal distension, hypoaesthesia, alopecia, swelling, sinus disorder, breast pain, unevaluable event, muscle spasms, formication, vaginal discharge, depression and ovarian cyst had not resolved and the dysmenorrhoea and flank pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, alopecia, antinuclear antibody positive, anxiety, arthralgia, back pain, breast engorgement, breast pain, cholecystectomy, depression, dysmenorrhoea, endometriosis, flank pain, formication, galactorrhoea, gastrooesophageal reflux disease, genital haemorrhage, headache, hypoaesthesia, inflammation, kidney infection, malaise, menorrhagia, migraine, mood swings, muscle spasms, nausea, ovarian adhesion, ovarian cyst, ovarian vein thrombosis, pain, pelvic pain, polycystic ovaries, sinus disorder, swelling, tachycardia, unevaluable event, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she sought treatment on multiple occasions for symptoms of abnormal, heavy bleeding, cramping, back pain, hair loss, bloating, weight gain, endometriosis, and cystic ovaries, among other symptoms.current weight 176 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.4 kg/sqm. Hysterosalpingogram - on (B)(6)2014: total bilateral occlusion. Mammogram - on an unknown date: results: normal. Nuclear magnetic resonance imaging - on an unknown date: results: normal. Ultrasound breast - on an unknown date: results: normal. On an unspecified date, extensive blood work revealed normal results. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2019: events- "severe mood swing, abnormal bleeding (vaginal), kidney infection, autoimmune disorder (type of disorder: positive ana), migraines, tachycardia, nausea, dysmenorrhea (cramping), gerd / reflux, adenomyosis, pcos, gallbladder removal, pain, left flank pain", reporter, lot number, medical history added from pfs. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2015-n-2781-0468) on (B)(6) 2015. The most recent information was received on 21-mar-2019. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal, heavy bleeding"), urinary tract infection ("urinary tract infections"), ovarian vein thrombosis ("right ovary which had become infected due to thrombosis and multiple adhesions") and cholecystectomy ("gallbladder removal") in an adult female patient who had essure (batch no. B40017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3 and obesity. On an unspecified date, extensive blood work revealed normal results. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced malaise ("I was violently ill for a day and hatf after the procedure") and was found to have weight increased ("gained 50 pounds since lmplantation/ weight gain"). In april 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("periods became so heavy looked like I was hemorrhaging / abnormal menses (menorrhagia)"), headache ("headaches"), alopecia ("hair loss"), vaginal discharge ("excessive discharge"), depression ("depression/depressed") with feeling abnormal and fatigue, anxiety ("anxious"), mood swings ("severe mood swing"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), kidney infection ("kidney infection"), migraine ("migraines"), tachycardia ("tachycardia"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), gastrooesophageal reflux disease ("gerd / reflux") and endometriosis ("endometriosis"), was found to have antinuclear antibody positive ("autoimmune disorder (type of disorder: positive ana)") and underwent cholecystectomy (seriousness criterion medically significant). In 2014, the patient experienced pain ("mistery pains / debilitating sharp pain"), abdominal pain ("abdominal pain"), galactorrhoea ("started lactating, producing milk for no reason, even became engorged"), arthralgia ("joint pain") and inflammation ("chronic inflammation"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), urinary tract infection (seriousness criterion medically significant), ovarian vein thrombosis (seriousness criterion medically significant), abdominal distension ("severe abdominal bloating/bloating"), hypoaesthesia ("extremities "fall asleep""), swelling ("feeling ot being swollen"), sinus disorder ("chronic sinus issues"), breast pain ("achy/pressing/dull pain in breasts"), unevaluable event ("twingy nerves"), muscle spasms ("leg cramps"), formication ("feel like my skin is crawling"), ovarian cyst ("ovarian cysts/cystic ovaries") with hirsutism, menstruation irregular and ovulation pain, abdominal pain lower ("cramping"), back pain ("back pain"), ovarian adhesion ("right ovary which had become infected due to thrombosis and multiple adhesions"), breast engorgement ("started lactating, producing milk for no reason, even became engorged"), adenomyosis ("adenomyosis"), polycystic ovaries ("pcos") and flank pain ("left flank pain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy, she underwent a hysterectomy with removal of the essure device and she underwent removal of right ovary). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, ovarian vein thrombosis, malaise, abdominal pain lower, back pain, anxiety, ovarian adhesion, breast engorgement, mood swings, vaginal haemorrhage, kidney infection, antinuclear antibody positive, migraine, tachycardia, nausea, gastrooesophageal reflux disease, endometriosis, adenomyosis, polycystic ovaries and cholecystectomy outcome was unknown, the urinary tract infection, menorrhagia, pain, weight increased, abdominal pain, headache, galactorrhoea, arthralgia, inflammation, abdominal distension, hypoaesthesia, alopecia, swelling, sinus disorder, breast pain, unevaluable event, muscle spasms, formication, vaginal discharge, depression and ovarian cyst had not resolved and the dysmenorrhoea and flank pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, alopecia, antinuclear antibody positive, anxiety, arthralgia, back pain, breast engorgement, breast pain, cholecystectomy, depression, dysmenorrhoea, endometriosis, flank pain, formication, galactorrhoea, gastrooesophageal reflux disease, genital haemorrhage, headache, hypoaesthesia, inflammation, kidney infection, malaise, menorrhagia, migraine, mood swings, muscle spasms, nausea, ovarian adhesion, ovarian cyst, ovarian vein thrombosis, pain, pelvic pain, polycystic ovaries, sinus disorder, swelling, tachycardia, unevaluable event, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she sought treatment on multiple occasions for symptoms of abnormal, heavy bleeding, cramping, back pain, hair loss, bloating, weight gain, endometriosis, and cystic ovaries, among other symptoms.current weight 176 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Mammogram - on an unknown date: results: normal. Nuclear magnetic resonance imaging - on an unknown date: results: normal. Ultrasound breast - on an unknown date: results: normal. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4) on 14-aug-2015. The most recent information was received on 07-oct-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital hemorrhage ('abnormal, heavy bleeding') and ovarian vein thrombosis ('right ovary which had become infected due to thrombosis and multiple adhesions') in an adult female patient who had essure (batch no. B40017) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3 and obesity. On an unspecified date, extensive blood work revealed normal results. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced malaise ("I was violently ill for a day and half after the procedure") and was found to have weight increased ("gained 50 pounds since implantation/ weight gain"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("periods became so heavy looked like I was hemorrhaging / abnormal menses (menorrhagia)"), headache ("headaches"), alopecia ("hair loss"), vaginal discharge ("excessive discharge"), depression ("depression/depressed") with feeling abnormal and fatigue, anxiety ("anxious"), mood swings ("severe mood swing"), vaginal hemorrhage ("abnormal bleeding (vaginal), kidney infection ("kidney infection"), migraine ("migraines"), tachycardia ("tachycardia"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), gastrooesophageal reflux disease ("gerd / reflux") and endometriosis ("endometriosis"), was found to have antinuclear antibody positive ("autoimmune disorder (type of disorder: positive ana) and underwent cholecystectomy ("gallbladder removal"). In 2014, the patient experienced pain ("mystery pains / debilitating sharp pain"), abdominal pain ("abdominal pain"), galactorrhoea ("started lactating, producing milk for no reason, even became engorged"), arthralgia ("joint pain") and inflammation ("chronic inflammation"). On an unknown date, the patient experienced genital hemorrhage (seriousness criteria medically significant and intervention required), ovarian vein thrombosis (seriousness criterion medically significant), urinary tract infection ("urinary tract infections"), abdominal distension ("severe abdominal bloating/bloating"), hypoaesthesia ("extremities "fall asleep"), swelling ("feeling ot being swollen"), sinus disorder ("chronic sinus issues"), breast pain ("achy/pressing/dull pain in breasts"), unevaluable event ("twingy nerves"), muscle spasms ("leg cramps"), formication ("feel like my skin is crawling"), ovarian cyst ("ovarian cysts/cystic ovaries") with hirsutism, menstruation irregular and ovulation pain, abdominal pain lower ("cramping"), back pain ("back pain"), ovarian adhesion ("right ovary which had become infected due to thrombosis and multiple adhesions"), breast engorgement ("started lactating, producing milk for no reason, even became engorged"), adenomyosis ("adenomyosis"), polycystic ovaries ("pcos"), flank pain ("left flank pain") and weight fluctuation ("lost weight 10 pounds then steady gain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital hemorrhage, ovarian vein thrombosis, malaise, abdominal pain lower, back pain, anxiety, ovarian adhesion, breast engorgement, mood swings, vaginal haemorrhage, kidney infection, antinuclear antibody positive, migraine, tachycardia, nausea, gastrooesophageal reflux disease, endometriosis, adenomyosis, polycystic ovaries, cholecystectomy and weight fluctuation outcome was unknown, the urinary tract infection, menorrhagia, pain, weight increased, abdominal pain, headache, galactorrhoea, arthralgia, inflammation, abdominal distension, hypoaesthesia, alopecia, swelling, sinus disorder, breast pain, unevaluable event, muscle spasms, formication, vaginal discharge, depression and ovarian cyst had not resolved and the dysmenorrhoea and flank pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, alopecia, antinuclear antibody positive, anxiety, arthralgia, back pain, breast engorgement, breast pain, cholecystectomy, depression, dysmenorrhoea, endometriosis, flank pain, formication, galactorrhoea, gastrooesophageal reflux disease, genital hemorrhage, headache, hypoaesthesia, inflammation, kidney infection, malaise, menorrhagia, migraine, mood swings, muscle spasms, nausea, ovarian adhesion, ovarian cyst, ovarian vein thrombosis, pain, pelvic pain, polycystic ovaries, sinus disorder, swelling, tachycardia, unevaluable event, urinary tract infection, vaginal discharge, vaginal hemorrhage, weight fluctuation and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: she sought treatment on multiple occasions for symptoms of abnormal, heavy bleeding, cramping, back pain, hair loss, bloating, weight gain, endometriosis, and cystic ovaries, among other symptoms.current weight 176 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Magnetic resonance imaging - on an unknown date: results: normal. Mammogram - on an unknown date: results: normal. Ultrasound breast - on an unknown date: results: normal. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 7-oct-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4) on 14-aug-2015. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('abnormal, heavy bleeding') and ovarian vein thrombosis ('right ovary which had become infected due to thrombosis and multiple adhesions') in an adult female patient who had essure (batch no. B40017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3 and obesity. On an unspecified date, extensive blood work revealed normal results. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced malaise ("I was violently ill for a day and half after the procedure") and was found to have weight increased ("gained 50 pounds since implantation/ weight gain"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("periods became so heavy looked like I was hemorrhaging / abnormal menses (menorrhagia)"), headache ("headaches"), alopecia ("hair loss"), vaginal discharge ("excessive discharge"), depression ("depression/depressed") with feeling abnormal and fatigue, anxiety ("anxious"), mood swings ("severe mood swing"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), kidney infection ("kidney infection"), migraine ("migraines"), tachycardia ("tachycardia"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), gastrooesophageal reflux disease ("gerd / reflux") and endometriosis ("endometriosis"), was found to have antinuclear antibody positive ("autoimmune disorder (type of disorder: positive ana)") and underwent cholecystectomy ("gallbladder removal"). In 2014, the patient experienced pain ("misery pains / debilitating sharp pain"), abdominal pain ("abdominal pain"), galactorrhoea ("started lactating, producing milk for no reason, even became engorged"), arthralgia ("joint pain") and inflammation ("chronic inflammation"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), ovarian vein thrombosis (seriousness criterion medically significant), urinary tract infection ("urinary tract infections"), abdominal distension ("severe abdominal bloating/bloating"), hypoaesthesia ("extremities "fall asleep""), swelling ("feeling ot being swollen"), sinus disorder ("chronic sinus issues"), breast pain ("achy/pressing/dull pain in breasts"), unevaluable event ("twingy nerves"), muscle spasms ("leg cramps"), formication ("feel like my skin is crawling"), ovarian cyst ("ovarian cysts/cystic ovaries") with hirsutism, menstruation irregular and ovulation pain, abdominal pain lower ("cramping"), back pain ("back pain"), ovarian adhesion ("right ovary which had become infected due to thrombosis and multiple adhesions"), breast engorgement ("started lactating, producing milk for no reason, even became engorged"), adenomyosis ("adenomyosis"), polycystic ovaries ("pcos"), flank pain ("left flank pain") and weight fluctuation ("lost weight 10 pounds then steady gain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy, she underwent a hysterectomy with removal of the essure device and she underwent removal of right ovary). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, ovarian vein thrombosis, malaise, abdominal pain lower, back pain, anxiety, ovarian adhesion, breast engorgement, mood swings, vaginal haemorrhage, kidney infection, antinuclear antibody positive, migraine, tachycardia, nausea, gastrooesophageal reflux disease, endometriosis, adenomyosis, polycystic ovaries, cholecystectomy and weight fluctuation outcome was unknown, the urinary tract infection, menorrhagia, pain, weight increased, abdominal pain, headache, galactorrhoea, arthralgia, inflammation, abdominal distension, hypoaesthesia, alopecia, swelling, sinus disorder, breast pain, unevaluable event, muscle spasms, formication, vaginal discharge, depression and ovarian cyst had not resolved and the dysmenorrhoea and flank pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, alopecia, antinuclear antibody positive, anxiety, arthralgia, back pain, breast engorgement, breast pain, cholecystectomy, depression, dysmenorrhoea, endometriosis, flank pain, formication, galactorrhoea, gastrooesophageal reflux disease, genital haemorrhage, headache, hypoaesthesia, inflammation, kidney infection, malaise, menorrhagia, migraine, mood swings, muscle spasms, nausea, ovarian adhesion, ovarian cyst, ovarian vein thrombosis, pain, pelvic pain, polycystic ovaries, sinus disorder, swelling, tachycardia, unevaluable event, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: she sought treatment on multiple occasions for symptoms of abnormal, heavy bleeding, cramping, back pain, hair loss, bloating, weight gain, endometriosis, and cystic ovaries, among other symptoms. Current weight 176 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Magnetic resonance imaging - on an unknown date: results: normal. Mammogram - on an unknown date: results: normal. Ultrasound breast - on an unknown date: results: normal. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: newly added events- weight fluctuation, reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4) on 14-aug-2015. The most recent information was received on 09-nov-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), device breakage ('two separate coiled, silver, metallic pieces of essure foreign body material are identified in the specimen container with the longest fragment'), genital haemorrhage ('abnormal, heavy bleeding') and ovarian vein thrombosis ('right ovary which had become infected due to thrombosis and multiple adhesions') in an adult female patient who had essure (batch no. B40017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3, obesity, follicular cyst of ovary, bleed in luteal cyst, adenomyosis, pelvic pain female, ovarian cyst, menstruation abnormal and menorrhagia. On an unspecified date, extensive blood work revealed normal results. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced malaise ("I was violently ill for a day and half after the procedure") and was found to have weight increased ("gained 50 pounds since implantation/ weight gain"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("periods became so heavy looked like I was hemorrhaging / abnormal menses (menorrhagia)"), headache ("headaches"), alopecia ("hair loss"), vaginal discharge ("excessive discharge"), depression ("depression/depressed") with feeling abnormal and fatigue, anxiety ("anxious"), mood swings ("severe mood swing"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), kidney infection ("kidney infection"), migraine ("migraines"), tachycardia ("tachycardia"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), gastrooesophageal reflux disease ("gerd / reflux") and endometriosis ("endometriosis"), was found to have antinuclear antibody positive ("autoimmune disorder (type of disorder: positive ana)") and underwent cholecystectomy ("gallbladder removal"). In 2014, the patient experienced pain ("misery pains / debilitating sharp pain"), abdominal pain ("abdominal pain"), galactorrhoea ("started lactating, producing milk for no reason, even became engorged"), arthralgia ("joint pain") and inflammation ("chronic inflammation"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), ovarian vein thrombosis (seriousness criterion medically significant), urinary tract infection ("urinary tract infections"), abdominal distension ("severe abdominal bloating/bloating"), hypoaesthesia ("extremities "fall asleep""), swelling ("feeling ot being swollen"), sinus disorder ("chronic sinus issues"), breast pain ("achy/pressing/dull pain in breasts"), unevaluable event ("twingy nerves"), muscle spasms ("leg cramps"), formication ("feel like my skin is crawling"), ovarian cyst ("ovarian cysts/cystic ovaries") with hirsutism, menstruation irregular and ovulation pain, abdominal pain lower ("cramping"), back pain ("back pain"), ovarian adhesion ("right ovary which had become infected due to thrombosis and multiple adhesions"), breast engorgement ("started lactating, producing milk for no reason, even became engorged"), adenomyosis ("adenomyosis"), polycystic ovaries ("pcos"), flank pain ("left flank pain") and weight fluctuation ("lost weight 10 pounds then steady gain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy and she underwent removal of right ovary). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device breakage, genital haemorrhage, ovarian vein thrombosis, malaise, abdominal pain lower, back pain, anxiety, ovarian adhesion, breast engorgement, mood swings, vaginal haemorrhage, kidney infection, antinuclear antibody positive, migraine, tachycardia, nausea, gastrooesophageal reflux disease, endometriosis, adenomyosis, polycystic ovaries, cholecystectomy and weight fluctuation outcome was unknown, the urinary tract infection, menorrhagia, pain, weight increased, abdominal pain, headache, galactorrhoea, arthralgia, inflammation, abdominal distension, hypoaesthesia, alopecia, swelling, sinus disorder, breast pain, unevaluable event, muscle spasms, formication, vaginal discharge, depression and ovarian cyst had not resolved and the dysmenorrhoea and flank pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, alopecia, antinuclear antibody positive, anxiety, arthralgia, back pain, breast engorgement, breast pain, cholecystectomy, depression, device breakage, dysmenorrhoea, endometriosis, flank pain, formication, galactorrhoea, gastrooesophageal reflux disease, genital haemorrhage, headache, hypoaesthesia, inflammation, kidney infection, malaise, menorrhagia, migraine, mood swings, muscle spasms, nausea, ovarian adhesion, ovarian cyst, ovarian vein thrombosis, pain, pelvic pain, polycystic ovaries, sinus disorder, swelling, tachycardia, unevaluable event, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: she sought treatment on multiple occasions for symptoms of abnormal, heavy bleeding, cramping, back pain, hair loss, bloating, weight gain, endometriosis, and cystic ovaries, among other symptoms. Current weight 176 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Magnetic resonance imaging - on an unknown date: results: normal. Mammogram - on an unknown date: results: normal. Ultrasound breast - on an unknown date: results: normal. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 9-nov-2020: mr received: event: 'device breakage', medical history, reporter information were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 14-aug-2015. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('abnormal, heavy bleeding') and ovarian vein thrombosis ('right ovary which had become infected due to thrombosis and multiple adhesions') in an adult female patient who had essure (batch no. B40017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3 and obesity. On an unspecified date, extensive blood work revealed normal results. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced malaise ("I was violently ill for a day and hatf after the procedure") and was found to have weight increased ("gained 50 pounds since lmplantation/ weight gain"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("periods became so heavy looked like I was hemorrhaging / abnormal menses (menorrhagia)"), headache ("headaches"), alopecia ("hair loss"), vaginal discharge ("excessive discharge"), depression ("depression/depressed") with feeling abnormal and fatigue, anxiety ("anxious"), mood swings ("severe mood swing"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), kidney infection ("kidney infection"), migraine ("migraines"), tachycardia ("tachycardia"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), gastrooesophageal reflux disease ("gerd / reflux") and endometriosis ("endometriosis"), was found to have antinuclear antibody positive ("autoimmune disorder (type of disorder: positive ana)") and underwent cholecystectomy ("gallbladder removal"). In 2014, the patient experienced pain ("mystery pains / debilitating sharp pain"), abdominal pain ("abdominal pain"), galactorrhoea ("started lactating, producing milk for no reason, even became engorged"), arthralgia ("joint pain") and inflammation ("chronic inflammation"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), ovarian vein thrombosis (seriousness criterion medically significant), urinary tract infection ("urinary tract infections"), abdominal distension ("severe abdominal bloating/bloating"), hypoaesthesia ("extremities "fall asleep""), swelling ("feeling ot being swollen"), sinus disorder ("chronic sinus issues"), breast pain ("achy/pressing/dull pain in breasts"), unevaluable event ("twingy nerves"), muscle spasms ("leg cramps"), formication ("feel like my skin is crawling"), ovarian cyst ("ovarian cysts/cystic ovaries") with hirsutism, menstruation irregular and ovulation pain, abdominal pain lower ("cramping"), back pain ("back pain"), ovarian adhesion ("right ovary which had become infected due to thrombosis and multiple adhesions"), breast engorgement ("started lactating, producing milk for no reason, even became engorged"), adenomyosis ("adenomyosis"), polycystic ovaries ("pcos"), flank pain ("left flank pain") and weight fluctuation ("lost weight 10 pounds then steady gain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy, she underwent a hysterectomy with removal of the essure device and she underwent removal of right ovary). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, ovarian vein thrombosis, malaise, abdominal pain lower, back pain, anxiety, ovarian adhesion, breast engorgement, mood swings, vaginal haemorrhage, kidney infection, antinuclear antibody positive, migraine, tachycardia, nausea, gastrooesophageal reflux disease, endometriosis, adenomyosis, polycystic ovaries, cholecystectomy and weight fluctuation outcome was unknown, the urinary tract infection, menorrhagia, pain, weight increased, abdominal pain, headache, galactorrhoea, arthralgia, inflammation, abdominal distension, hypoaesthesia, alopecia, swelling, sinus disorder, breast pain, unevaluable event, muscle spasms, formication, vaginal discharge, depression and ovarian cyst had not resolved and the dysmenorrhoea and flank pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, alopecia, antinuclear antibody positive, anxiety, arthralgia, back pain, breast engorgement, breast pain, cholecystectomy, depression, dysmenorrhoea, endometriosis, flank pain, formication, galactorrhoea, gastrooesophageal reflux disease, genital haemorrhage, headache, hypoaesthesia, inflammation, kidney infection, malaise, menorrhagia, migraine, mood swings, muscle spasms, nausea, ovarian adhesion, ovarian cyst, ovarian vein thrombosis, pain, pelvic pain, polycystic ovaries, sinus disorder, swelling, tachycardia, unevaluable event, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: she sought treatment on multiple occasions for symptoms of abnormal, heavy bleeding, cramping, back pain, hair loss, bloating, weight gain, endometriosis, and cystic ovaries, among other symptoms.current weight: 176 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Magnetic resonance imaging - on an unknown date: results: normal. Mammogram - on an unknown date: results: normal. Ultrasound breast - on an unknown date: results: normal. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: newly added events- weight fluctuation, reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority FDA (reference number: FDA-2015-n-2781-0468) on (B)(6) 2015. The most recent information was received on (B)(6) 2017. This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal, heavy bleeding"), urinary tract infection ("urinary tract infections") and ovarian vein thrombosis ("right ovary which had become infected due to thrombosis and multiple adhesions") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3. In (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced malaise ("I was violently ill for a day and hatf after the procedure") and weight increased ("gained 50 pounds since implantation/weight gain"). In 2014, the patient experienced menorrhagia ("periods became so heavy looked like I was hemorrhaging"), pain ("mystery pains"), abdominal pain ("abdominal pain"), headache ("headaches"), breast discharge ("started lactating"), arthralgia ("joint pain") and inflammation ("chronic inflammation"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), urinary tract infection (seriousness criterion medically significant), ovarian vein thrombosis (seriousness criterion medically significant), abdominal distension ("severe abdominal bloating/bloating"), hypoaesthesia ("extremities "fall asleep""), alopecia ("hair loss"), swelling ("feeling ot being swollen"), sinus disorder ("chronic sinus issues"), breast pain ("achy/pressing/dull pain in breasts"), unevaluable event ("twingy nerves"), muscle spasms ("leg cramps"), formication ("feel like my skin is crawling"), vaginal discharge ("excessive discharge"), depression ("depression/depressed") with feeling abnormal and fatigue, ovarian cyst ("ovarian cysts/cystic ovaries") with hirsutism, menstruation irregular and ovulation pain, abdominal pain lower ("cramping"), back pain ("back pain"), endometriosis ("endometriosis"), anxiety ("anxious") and ovarian adhesion ("right ovary which had become infected due to thrombosis and multiple adhesions"). The patient was treated with surgery (she underwent a hysterectomy with removal of the essure device), surgery (she underwent removal of right ovary) and surgery (she underwent removal of right ovary). Essure was removed in (B)(6) 2015. At the time of the report, the genital haemorrhage, ovarian vein thrombosis, malaise, abdominal pain lower, back pain, endometriosis, anxiety and ovarian adhesion outcome was unknown and the urinary tract infection, menorrhagia, pain, weight increased, abdominal pain, headache, breast discharge, arthralgia, inflammation, abdominal distension, hypoaesthesia, alopecia, swelling, sinus disorder, breast pain, unevaluable event, muscle spasms, formication, vaginal discharge, depression and ovarian cyst had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, back pain, breast discharge, breast pain, depression, endometriosis, formication, genital haemorrhage, headache, hypoaesthesia, inflammation, malaise, menorrhagia, muscle spasms, ovarian adhesion, ovarian cyst, ovarian vein thrombosis, pain, sinus disorder, swelling, unevaluable event, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: she sought treatment on multiple occasions for symptoms of abnormal, heavy bleeding, cramping, back pain, hair loss, bloating, weight gain, endometriosis, and cystic ovaries, among other symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed proper placement mammogram - on an unknown date: normal nuclear magnetic resonance imaging - on an unknown date: normal ultrasound breast - on an unknown date: normal on an unspecified date, extensive blood work revealed normal results. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Events ¿abnormal, heavy bleeding¿, ¿cramping¿, ¿back pain¿ , ¿endometriosis¿,¿anxious¿ and ¿right ovary which had become infected due to thrombosis and multiple adhesions¿ were added as events. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.